Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The 3.0 x 28 mm xience v (part 1009547-28, lot 0030561), indicated is being filed under a separate MFR number.

Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event (ae): second device required to seal perforation. Onset of ae: during the procedure. It was reported that during a saphenous vein graft to first diagonal stenting procedure, after placement of the 3.0 x 28 mm xience stent, a significant perforation was seen and the patient experienced hypotension. A long jostent graftmaster 3.0 x 26 mm was advanced, but failed to cross the lesion. The stent delivery system was removed and a 3.0 x 12 mm jostent graftmaster was advanced to the lesion, successfully sealing the perforation. There was no adverse patient sequela reported. Three days post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.